Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray hand controller was replaced. The system operates as intended.

Event description:
The customer reported that the x-ray hand control was causing a security fault error and the system would intermittently lockup. No patient injury was reported.